Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name surescan; product ID 978b128 (lot: va32rdw); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient developed an extremely uncomfortable sensation about three weeks after the surgery. The patient stated it felt like something was wrong with the ins, like it was either moved or one of the wires. The patient described it as feeling like there was a brick and they were trying to walk with a brick on top of it. The patient said they get up in the morning fine and don't feel anything, but when they start moving or using their arm it felt like it was pulling right; if they lifted a gallon of milk, they could feel it. It was reviewed with the patient that it was normal to feel the implant sometimes but it was not normal to have an uncomfortable or painful sensation, especially when they moved. The patient was redirected to their healthcare provider (hcp) to further address the issue.